Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead had no capture at max output and no sensing. It was noted that the lead dislodged. Programming changes were performed at that time and the lead was then revised. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, no capture, and no sensing. As received, a complete lead was returned in one piece for analysis. The reported events of no capture and sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. All four tines were normal and intact.